Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in (B)(6) of peritonitis and did not feel well in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were discontinued. During a call with the baxter customer services, the following was reported. On (B)(6) 2012, the patient was admitted to the hospital with abdominal pain and cloudy effluent in his pd bag. On an unreported date, the patient was diagnosed with peritonitis. It was also reported that on an unreported date, the patient did not feel well. On an unreported date the patient was started on several antibiotics: amikacin, cipro, and septra. Per the pdrn, there was no known therapy for this particular microbacterium. On an unreported date, the patient's pd catheter was removed and he was switched to hemodialysis. The pdrn clarified that the patient already had a known history of (B)(6) (onset date not provided). The patient was instructed to receive ongoing management of (B)(6) as an outpatient at the county facility, as well as continue outpatient hemodialysis. Despite antibiotic therapy and pd catheter removal, the patient continued to experience a low grade fever. The patient was discharged from the hospital on (B)(6) 2012. It was unknown if the patient recovered from the peritonitis. The outcome for the low grade fever was not reported. The pdrn considered the peritonitis and low grade fever to be unrelated to dianeal and any baxter devices or supplies. The reporter further stated that the patient's overall prognosis was poor, but that it was related to his history of (B)(6).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event. A review of all batch record documents was performed for h11g12049 with no issues noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.